Event description:
It was reported that the physician was unable to position the lead into the right place because of right atrial enlargement and the lead being "hard and heavy". The lead was not implanted. No patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.